Event description:
The patient reported that the needle button released on it's own. The patient stated that he did not hear the needle button click in. However a few hours later patient realized that the needle button had released on it's own. The patient stated that he presses the round part of the needle button but that sometimes he will try the long part of the needle button. The patient stated that this has happened to a total of three v-go 20 devices.